Event description:
Reported as: "a lap-band surgeon had a patient aspirate during surgery." Further follow up reveals "the patient was struggling with dysphagia post band placement. The diagnosis was a dilated esophagus, the patient was brought into the or, but the band was not deflated. The patient vomited and aspirated, a tracheostomy was performed, and the patient was sent to ICU. The patient has since been discharged." Additional follow up finding of, "chronic obstruction of the gi tract."

Manufacturer narrative:
Medwatch sent to FDA on: 04/apr/08. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the possible outcome of esophageal dilatation as follows: esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation.